Event description:
The pt presented with broken pin clamp. Another one was used and that one also broke.

Manufacturer narrative:
Eval summary: as returned, one post on each clamp is broken. Glue residue is found around the area where posts broke off. There have been no prior incidents reported similar to this. Insufficient info is provided to determine the root cause of the event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.